Event description:
The programmer was reported to be frozen. The only solution was to plug off the power on cable. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a failure on the real time clock of the programmer.

Manufacturer narrative:
Please refer to the attached report.

Event description:
The programmer was reported to be frozen. The only solution was to plug off the power on cable. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a failure on the real time clock of the programmer.